Event description:
Patient required constrained liner of a restoration modular, trident hemispherical cup. The patient presented to the ER with a dislocated hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. The device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
Patient required constrained liner of a restoration modular, trident hemispherical cup. The patient presented to the ER with a dislocated hip.